Event description:
Difficulty removing guide wire from catheter after inserted in pt. The catheter wrinkled up and in some cases was damaged and had to be removed. This occurred with both the 3 fr single lumen catheters and the 4.5 fr dual lumen catheter. The catheters were flushed with normal saline prior to insertion into pt. (Also see mw1000581.)